Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's stimulator wouldn't turn on- they clarified that they meant they weren't feeling stimulation. They were currently at 8.3 volts with both program 1 and 2 and confirmed that stimulation was on. The patient increased stimulation on both programs to the max and they still didn't feel stimulation. The patient fell on (B)(6)2019 and it was unknown if this was related to their device/therapy issue. No further complications reported.